Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Revision surgery was performed on (B)(6) 2012, due to disease progression to lateral compartment. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 reports related to the same event. (See 3002806535-2012-00165/167).